Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the release button was broken and there was no power. It was further noted that the markings on the housing were hard to read and the coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse/abuse, improper handling and wear on components from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair testing, it was observed that the release side button on the small battery drive device was broken. During in-house engineering evaluation, it was observed that the release button was broken and the device had no power. It was further noted that the markings on the housing were hard to read and the coupling head was worn. This event is not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.